Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-18907. It was reported that the patient presented in-clinic for a follow up check post implant procedure. Upon review, it was noted that the atrial lead and ventricle leads both exhibited failure to capture and device sensing problem with amplitude variations. X-ray indicated that both the atrial and ventricle leads were dislodged. On (B)(6) 2021, both the leads were repositioned. Patient was stable.